Event description:
It was reported that the pump's plunger lever is not pushing all the way down and the sizes are not being recognized. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. Invalid syringe size alarm found in pump event history log. During functional testing the reported issue was verified during the syringe test. The tapered spring slipped over the barrel clamp rod collar. The root cause was unable to be determined. Replaced tapered spring, barrel clamp rod and barrel clamp screw and performed syringe test and all functional testing which passed a corrective and preventative action has been opened to address the reported issue.